Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force on (B)(6) 2017 at 21:10; deliveries resumed at 22:19. A second loss of prime warning associated with low non-zero force occurred on (B)(6) 2017 at 22:22; deliveries resumed (B)(6) 2017 at 12:37. Insulin delivery was thus suspended for 1.09 14.15 hours respectively, due to the user not responding to the alarm. Additional loss of prime warnings associated with low non-zero force leading to delivery interruptions were observed on (B)(6). An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Unidentified force low was observed in the black box, however force sensor calibrations were within specifications. The display screen has a pinkish contrast. The battery compartment was cracked above and below the bumper pad. Corrosion was observed inside the battery compartment. A leak test verified a leak in the battery compartment. The pump cover was removed; no further evidence of moisture damage was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas on 07/13/2017. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient experienced hyperglycemia allegedly associated with a loss of prime. It was said that the patient's blood glucose (bg) was 536 mg/dl without symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient remained on the complainant pump but insisted on pump replacement. This complaint is being reported because the patient experienced hyperglycemia and because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.